Event description:
It was reported that the patient still experienced incontinence after an artificial urinary sphincter (aus) had been implanted. It is suspected that the device is not working appropriately. A revision surgery was scheduled to address the experience. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The instructions for use (IFU) lists incontinence as a potential adverse event associated with implant of this device. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient still experienced incontinence after an artificial urinary sphincter (aus) had been implanted. It is suspected that the device is not working appropriately. A revision surgery was scheduled to address the experience. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.